Event description:
It was reported that the patient had pain on the right side of their back above and below the implantable neurostimulator (ins). It was reported that the patient rolled onto their right side on the morning of the report and the pain ¿nearly killed them¿ and hurt so bad it made them sick to their stomach. It was noted this is the first time this has happened and when it occurred their stimulation was not on. It was reported that after the event the patient turned on their stimulation and but could not feel it. It was reported that the patient put their implantable neurostimulator recharger (insr) ¿on their¿ ins for an hour and the stimulation is still not working. It was noted that when the stimulation is working the patient can mainly feel the stimulation in their left leg rather than in both legs and their back. It was noted this has been a problem since the device was implanted in (B)(6) of 2013. It was reported that the pain the patient felt on the morning of report is a new pain. It was further reported that the patient was unable to adjust their stimulation. It was reported the patient was getting 6-8 coupling bars when charging. It was noted the patient device was blinking at the 1/4 full mark. It was reported the patient¿s stimulation was not on at the time of the call and that they were successfully charging their device.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 7754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4). Implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).